Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called and stated that the arctic sun device was emptied and was not filling. Per review of wo, there was failed circulation pump, gave part number and price.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Per review of wo, there was failed circulation pump, gave part number and price. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Correction- d, f. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called and stated that the arctic sun device was emptied and was not filling. Per review of wo, there was failed circulation pump, gave part number and price.

Event description:
It was reported that the biomed called and stated that the arctic sun device was emptied and was not filling. Per review of wo, there was failed circulation pump, gave part number and price. Per additional information updated from wo on 09dec20205, customer stated they had replaced the pumps themselves, still unable to fill.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed circulation pump. The device was evaluated upon receipt. The device would not fill. It was determined to have a failed circulation pump. The circulation pump was initially replaced by the biomed however it was not working correctly. The device was sent in for a depot repair. The user installed circulation pump was noted to have failed. The device was still unable to fill. 2k hour pm was performed. Inspected unit and components. Cleaned condenser coil, tank, and level sensor. Serviced the mixing and circulation pumps. Replaced the heater with new heater, manifold o-rings, drain valves, tank tubing and the coin cell. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.